Event description:
It was reported that the pump displayed a low battery alarm and the pump's battery was hot to touch upon removal. There was no report of bodily harm due to the temperature.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.